Event description:
The sakura fire star, 2.00 x 20, 2 balloon did not deflate. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally up to nominal pressure. The balloon did not deflate at all. It is unknown how long it took to deflate the balloon and it was pulled out of the patient. The balloon catheter did not kink while being used and was easily removed from the patient and was also intact (in one piece) when removed from the patient.

Manufacturer narrative:
The device was not resterilized. The product was stored like any other product in the cath lab. The deflation was experienced during the first inflation until nominal pressure. The device was pulled out of the patient who did not suffer any adverse events as a consequence of the failure. In addition, previous responses from the affiliate indicates that the lesion was moderately calcified with moderate vessel tortuousity. It is also unclear if the product was removed intact from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a procedure, a sakura fire star, 2.00 x 20 mm balloon did not deflate. The balloon was removed from the patient. There was no patient injury reported. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally up to nominal pressure. The balloon did not deflate at all. It is unknown how long it took to deflate the balloon and it was pulled out of the patient. The balloon catheter did not kink while being used and was easily removed from the patient and was also intact (in one piece) when removed from the patient. Additional information was not available. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process, however a risk analysis has been initiated to address this issue.

Manufacturer narrative:
During a procedure, a sakura fire star, 2.00 x 20 mm balloon did not deflate after its first inflation to nominal pressure. The balloon was removed from the patient. There was no patient injury reported. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally up to nominal pressure. It was unknown how long the desired pressure was maintained before deflation was attempted. The balloon did not deflate at all and it was pulled out of the patient. The patient did not suffer any adverse event as a consequence of the failure. The balloon catheter did not kink while being used and was easily removed from the patient and was also intact (in one piece) when removed from the patient. The device was not re-sterilized. The product was stored with like products in the cath lab. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process; however a risk analysis has been initiated to address this issue.